Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and revealing the following observations: inflation balloon appeared to be fragmented with working length material twisted and distal balloon shoulder missing, possibly due to being cut during surgical intervention (however, based on available information, it cannot be confirmed definitively whether the balloon was subject to cutting or physical separation during withdrawal and the balloon shaft appeared to be separated from the flex shaft; the guidewire lumen appeared to be missing from the balloon shaft. A technical summary written by edwards applies to this event, therefore an engineering evaluation is not required. The complaint for balloon burst was confirmed based on evaluation of returned imagery. However, the complaint for 'difficulty or inability to withdraw system through sheath was unable to be confirmed as neither the complaint device nor applicable imagery was provided. A review of DHR and lot history was unable to be performed due to no lot number being provided for the device. However, no manufacturing non-conformance was identified during the evaluation. The complaint description states, 'during the viv procedure, after deploying the balloon with +7cc, the balloon ruptured' and 'it was more difficult to pull back the ruptured balloon through esheath.' An existing technical summary has been documented for root cause analysis on balloon bursts, which includes balloon over-inflation. In this case, since 7 extra cc's were used during the viv, it is likely that balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Additionally, the balloon may have interacted with the pre-existing valve upon inflation, in a similar manner to balloon-calcium interactions, as outlined in the technical summary. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with the existing valve could have compromised the structure of the balloon wall via any of the following mechanisms: puncture, local overstretching, open cell impingement, or stress concentration. A burst balloon can increase delivery system withdrawal difficulties due to an altered balloon profile. The altered balloon profile can be more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (pre-existing valve) and/or procedural factors (over-inflation) may have contributed to the balloon burst while procedural factors (withdrawal of burst balloon) may have contributed to withdrawal difficulty.' No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), during a viv procedure, after deploying the balloon with +7cc, the balloon ruptured. It was more difficult to pull back the ruptured balloon through e-sheath. A vascular surgeon was called to do a cutdown removal of the devices, however the patient was stable. The valve was successfully implanted.